Event description:
It was reported that (1) device was used during a "lk" procedure. It was reported by the affiliate that the tlc55 instrument staples malformed (overbent), so the tissue tore. Another instrument was used to complete the case.